Manufacturer narrative:
Device media analysis: returned product consisted of an eluvia self-expanding stent system with an unknown 0.014 in. Guidewire stuck in the device. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed that the outer sheath was kinked at the nosecone. The pull rack was separated 12.9 cm. From the knob. Microscopic examination revealed no additional damages. The stent was deployed and did not return for analysis. The handle was x-rayed, and the proximal inner was prolapsed. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis found damage that would have contributed to the deployment issue.

Event description:
It was reported that the stent was unable to deploy using normal mechanisms. An eluvia drug-eluting vascular stent system was selected for use in the superficial femoral artery (sfa) in the endovascular therapy procedure. The target lesion was reported to be 100% stenosed with mild tortuosity and moderate calcification. The sfa was accessed contralaterally, and the delivery system was advanced to the target lesion. The stent was deployed approximately 80 mm by rotating the thumb wheel. The pull grip was attempted to be pulled to finish deploying the stent, but was unable to be pulled. The entire system was pulled gently to complete stent deployment. The procedure was completed using the original device and there were no adverse consequences reported for the patient.

Event description:
It was reported that the stent was unable to deploy using normal mechanisms. An eluvia drug-eluting vascular stent system was selected for use in the superficial femoral artery (sfa) in the endovascular therapy procedure. The target lesion was reported to be 100% stenosed with mild tortuosity and moderate calcification. The sfa was accessed contralaterally, and the delivery system was advanced to the target lesion. The stent was deployed approximately 80 mm by rotating the thumb wheel. The pull grip was attempted to be pulled to finish deploying the stent, but was unable to be pulled. The entire system was pulled gently to complete stent deployment. The procedure was completed using the original device and there were no adverse consequences reported for the patient.